Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 400 mg/dl, 300 mg/dl and 159 mg/dl when all tests were performed within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has the products and so, no product will be returned for evaluation.